Event description:
It was reported that, "revision surgery was done due to malaligned/components. Discovered broken femoral component in surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.